Event description:
The customer reported that a ventilator's battery failed to charge during therapy set up. The context of when the device was discovered is currently unknown. The customer reported that incidents that are discovered during clinical use typically have an event incident report, however, this event did not have such report. The customer reported that the issue was most likely found during set up for therapy. There was no patient or user harm reported. There was no delay to patient therapy reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed and duplicated the reported issue when he left the battery charging overnight and the voltage decreased. The device was eventually evaluated by a philips field service engineer (fse) who performed all battery tests on old battery, and it passed all tests. The philips field service engineer (fse) replaced the battery for assured repair and performed all required tests when replacing a battery according to the service manual. The unit was functionally tested and successfully passed all testing. No other anomaly was reported.